Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is displaying proximal pressure error after the flow sensor assembly was replaced. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer verified the code for "proximal pressure sensor range error" in the significant log. They just replaced a flow sensor assembly, and it has the same issue. The rse recommended replacing the da pcba. Investigation on going.